Event description:
Our rep reports that during an arthroscopic shoulder repair, a portion of the grasper mechanism at the distal end of a 30 degree ideal suture grasper broke off into the pt's joint space and remains therein. The surgeon spent approx an 1 1/2 hour trying to retrieve the broken fragment. The fragment was not able to be retrieved from the body, however, the repair was concluded successfully without further incident or harm to the pt. The complaint device is being retained by the facility's risk mgmt.

Manufacturer narrative:
We are at this point in time in the info gathering mode. When all that can be had, is had and evaluated, those results will be the subject of the follow-up report.